Manufacturer narrative:
The sample was received for evaluation. Visual inspection was performed at 12 inch under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: during the visual inspection, the complaint was confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. Root cause: investigation and corrective and preventative action has been opened to address the reported issue. No product information has been received to date. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that during the pre-use check that there was a tear and air was leaking from the product. No patient injury or involvement was reported.